Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via call her pump was not working the screen was dead. There was a blank display on the insulin pump . The insulin pump was returned for analysis.

Manufacturer narrative:
Blank display due to moisture damage on the lcd board. Unable to perform the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corners, cracked reservoir tube lip, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.